Manufacturer narrative:
Concomitant medical products: product ID: 3550-32, lot#: unknown, product type: accessory. Other relevant device(s) are: product ID: 3550-32, serial/lot #: unknown. Analysis of the needle found the spoon of the needle had a sharp undercut side. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2019 during an implant procedure, the physician noticed that the curved tip needle for the lead kit was defective. They struggled with threading the straight tipped needle, and had to re-enter the epidural space several times. The physician was ready to abort the case but then when they tried a second lead they were able to get in the first time using the curved tip needle from the 2nd lead kit. Issue was resolved. The rep reported they would be returning the product for analysis.

Manufacturer narrative:
The previously reported conclusion codes no longer apply. If information is provided in the future, a supplemental report will be issued.